Event description:
Information provided states that during the case the inserter to implant the 10mm interbody was used. After several impactions the surgeon felt that the inserter was no longer attached to the implant. Upon further inspection it was noted the implant had been passed through the disc space through the annulus and anterior to the spine. The surgeon placed a second graft, repositioned the patient and called in an access surgeon to remove the first graft from an alif approach. This required a second incision site anteriorly and an increase in the surgery time.